Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was: insufficient drain- false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (75%). Device met specifications relative to iipv. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 2814 ml, and the largest prescribed fill volume was 1700 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.